Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. First steerable guide catheter (sgc) used was damaged during preparation on the hemostatsis valve by non-abbott equipment. A replacement sgc was then used. First trannseptal puncture attempt was difficult so a new transeptal puncture was chosen. The mitraclip procedure proceeded. After about twenty minutes, pericardial effusion was observed. The procedure was aborted and pericardiocentesis was performed. The mr remained unchanged.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported broken hemostasis valve is related to user technique during device preparation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.